Manufacturer narrative:
Result: the cat6 was kinked approximately 1.0 cm from the hub. The cat6 was ovalized approximately 28.0, 126.0, 127.0, 132.0 and 134.0 cm from the hub. Conclusion: evaluation of the returned device confirmed that the cat6 was kinked. This type of damage likely occurred due to forceful handling during removal from its packaging. Further evaluation of the returned device revealed that the cat6 was ovalized. This damage was likely incidental and may have occurred while packaging the device for return. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the indigo system aspiration catheter 6 (cat6) was kinked upon removal from the packaging. The damaged cat6 was found prior to use and therefore, the cat6 was not used in the procedure. The procedure was completed using another cat6. There was no report of an adverse effect to the patient.